Manufacturer narrative:
Correction: g3.

Event description:
After a guided procedure, it was found that the implant placement was not according to the surgical plan. Based on an analysis of the system log files and post-op CT scan, possible root causes were determined to be the user applying too much force to the handpiece while drilling, handpiece rotation, and/or patient movement. The surgeon removed one of the implants in order to place the full arch restorative components however the investigation was inconclusive that this was due to the system. This report is being filed in an abundance of caution to be in compliance with the MDR regulation.

Manufacturer narrative:
UDI related data quality updates only updates based on UDI/MDR data quality notification received on 13th dec 2024.